Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected number ramping and scrolling during testing noted. The insulin pump received with cracked case at the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had ramping numbers and had a scroll bar that moved up or down without input by the user. The caller stated that the issue occurred during normal device use. The customer's blood glucose was 153 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.